Event description:
Patient went to or for a impella 5.5 placement. Coming out of or doors to hallway patient alarmed impella stop, mute button pressed and flows came back to original settings of p-7. Mcs [mechanical circulatory support] surgeon notified, impella rep notified, bedside rn is aware.